Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The ECG c&d cable was pulled from the strain relief, damaging wires in the cable and pulling the j704 off of the distribution node pca. The cause of the failure is the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated issue. As received the belt failed incoming functionality testing.